Manufacturer narrative:
(B)(4). Date sent: 6/15/2026. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: it occurred during the first and second firing only. It was a small movement, and only when the joint was already articulated. A manufacturing record evaluation was performed for the finished #ec3d60l, with lot/batch #a99l4z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the articulation joint moved while the knife was retracting. According to the report, the first and second firing were done with the stapler, after that the knife was deployed and staples were executed, there was no patient consequence nor surgical delay reported. No additional information provided.